Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of the sample after use. The following information was provided by the initial reporter: material no. 362753 batch no. 9003637. It was reported that the separation of cells was not achieved. I would like to report issues with cpt tubes catalog no. 362753. We¿ve distributed these tubes to several sites and some have reported issues with the product not working. Specifically, the separation of cells is not achieved as the entire whole blood remains above the gel that would separate them. There are 2 lot #s for which the issue has been observed.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation of the sample after use. The following information was provided by the initial reporter: material no. 362753, batch no. 9003637. It was reported that the separation of cells was not achieved. I would like to report issues with cpt tubes catalog no. 362753. We¿ve distributed these tubes to several sites and some have reported issues with the product not working. Specifically, the separation of cells is not achieved as the entire whole blood remains above the gel that would separate them. There are 2 lot #s for which the issue has been observed.